Event description:
A malfunction occurred while the caller was charging the pump, identified by malf 12. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller in doing so, and advised that the pump could continue to be used. The caller was instructed to call back if the malfunction code recurred, and they acknowledged and understood these instructions.